Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to sui. It was reported that following insertion the patient experienced chronic pelvic and vaginal pain, severe utis, painful intercourse, vaginal bleeding, nocturia, erosion, urinary leakage, abnormal vaginal discharge, urinary retention, nausea and vaginal inflammation. In addition, has suffered psychologically and emotionally. A review criteria of the batch manufacturing records was conducted and the batch met all finished goods release.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2014 by dr. (B)(6).

Manufacturer narrative:
Additional information.